Manufacturer narrative:
The original mfg data showed the ultrascan cpg handpiece to be within spec when it was manufactured. Upon return of the cpg, spot size was measured & found to be slightly out of spec. This design was previously [upgraded/changed] via a factory return program to reduce variability between the performance of each handpiece, however the international customer elected to not return or upgrade their device. The upgraded version of the ultrascan cpg handpiece have been shipped to all domestic customers. Three international areas have chosen not to return their cpg's for upgrades.

Event description:
Burns on face of pt during total facila resurfacing. Pictures recieved on 1/23/97 show pitting.